Event description:
After 7 years of implantation, this lead was explanted because of a pocket infection. Note that this lead was implanted 7 years prior to the occurrence of the infection. The pacemaker that was attached to this was implanted in 2002. The pacemaker was also removed.